Manufacturer narrative:
The returned device was evaluated. During evaluation it was found that the keypad power button is mechanically damaged and was stuck in the pressed state. The button rarely triggers when physically pressed. No product performance issue related to the reported alarm functionality was identified. All of the device alarms were verified to be functional.

Event description:
It was reported that the rad-8 on/off button gets stuck and the device does not alarm. No known impact or consequence to patient.